Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information: a2, e1, g, g2, g3, h6 component code, h6 investigation codes. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of rotational mismatch between the femoral and tibial components, patient conditions, and third body wear, which resulted in the wear on the polyethylene insert. Additionally, a contributing factor to the severe wear may have been the result of being packaged in a nonconforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of rotational mismatch between the femoral and tibial components, patient conditions, and third body wear, which resulted in the wear on the polyethylene insert. Additionally, a contributing factor to the severe wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem right sz 3.5 (cat# 02-010-01-0335 / serial# (B)(4). Lgc tibial fit tray cem sz 3.5f / 3.5t (cat# 02-012-45-3535 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately 3.5 years post tka, the (B)(6) y/o male patient experienced severe poly wear. Patent has severe wear creating a concaved surface on the posterior surface of the post. Neither the femoral nor tibial implants were loose. Medial and lateral tibial poly articular surfaces were severely worn particularly posterior lateral and anterior medial. (Delamination) also severe wear of the anterior post. Natural patella. No unusual activities. Surgeon explored patient¿s knee because of pain and unexplained effusions. Replaced with a new insert. The event is related to the device and possibly related to the procedure. The device will not return due to study policy.